Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions on resetting the pump, and the customer successfully reset it with no recurrence of the malfunction code, allowing continued use of the pump.